Event description:
It was identified during the investigation of supplier balt extrusion's health hazard evaluation process (balt extrusion hhe-030) that the product lot number 00521955 may have been impacted by a potential mix-up of products. For this lot number (00521955), the indicated hybrid guidewire model is hybrid1214da on the pouch and carton label. Following balt extrusion's investigation, it was noted that a potential device mix-up may have occurred with another manufacturing lot number (00520501) which corresponds to a different model/guidewire size (hybrid008j)

Manufacturer narrative:
Balt USA reference: (B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.